Event description:
It was reported that the ilet user's blood glucose rose after a meal announcement, reaching approximately 270 mg/dl and increasing, and review showed the user repeatedly announced lunch as ¿more than¿ and entered multiple meal announcements while glucose was high. Symptoms included hyperglycemia peaking at 301 mg/dl. Outcomes included no health consequences or impact. Investigation included interviews with the user and analysis of the information provided. Investigation of this case revealed no device problem, a usage problem was identified, and the issue related to user interaction with the user interface, characterized using meal announcements as corrections. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.